Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
The caller reported that his daughter's performa system produced low results. However, no exact blood glucose values or timeframes were provided. The customer went to the pharmacy and received a very high blood glucose result on the pharmacy's meter, exact value was not provided. The customer began to experience elevated blood glucose symptoms of a headache, abdominal pain, and lethargy. The father transported the customer to the hospital, she received a blood glucose result of 400 mg/dl, an hba1c of 13%, and her acetone level was at 1%. The hospital treated the customer for hyperglycemia, however the type of treatment provided was unknown. The customer was admitted into the hospital for 9 hours.